Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s spinal cord stimulator was removed because of an (B)(6). They stated that the event occurred shortly after they put it in. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was given antibiotics for weeks through a "pick line." The patient stated they got the infection very soon after spinal surgery from the hospital and it infected the stimulator. The patient had to get the stimulator removed. The infection was said to be resolved. No further complications were reported.